Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported via (B)(4), battery chamber; 2007, updown arrow; 2008, key pad out; 2009 alarm button froze; 2009, gave too much insulin or not enough insulin defective infusion quickset. Kidney failure in 2002 bayer aq liver function 12,500 with high potassium. Was hospitalized for that seven days. Hospital case was dismissed in 2006, judge found till 2008 and with pardon pump running. Sugar 600 and 700 with the pump and low blood sugar 18 till 45 and 50. Pump gave too much or not enough case by infusion quickset defect. Nothing further was reported.